Event description:
On (B)(6) 2015, the reporter contacted lifescan france, alleging inaccurate high results on the subject meter compared to a hospital meter. The reporter claimed that the first test differed by " 2g" and the second by "0.23 mg/dl." This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.